Event description:
After placing the catheter, when the button was pushed to retract the needle, the hub fell away. The clinician believed the catheter tip remained in the pt. The pt had to go to the or for a cutdown.

Manufacturer narrative:
A prepaid mailing label and tube were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).